Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
A patient reported she felt her device was malfunctioning and that she was charging too frequently. The patient stated she feels like it works when she is recharging and plugged in but the patient stated that now that doesn¿t work either. The patient stated she was using medications but now has stopped using them and the device was a miracle, but she was in extreme pain without it. The patient reported the implantable neurostimulator (ins) recharger screen was telling her it was not charging. The patient reported the recharger states that the ins battery was half full but the patient programmer states that the battery is empty. The patient states that she has been charging for 3 hours and reports she charges every day. The patient later confirmed therapy was on and stated the recharger reads the ins was trying to charge up to ¼ full. The patient believes her ins is not holding a charge. The patient stated it is easy for her to find the ins with her patient programmer antenna but hard with the recharger antenna. The patient reports she always gets full coupling bars. The patient was redirected to repair. The patient also stated she has programming where the "wave" sensation is not there but she used to feel it when she lifts her arms. The patient asked f this is normal because she no longer feels the sensation when she lifts her arms. It was reviewed that hd programming requires increased charging frequency. The patient asked if there was any way to feel if stimulation was on and it was reviewed to check therapy on/off icon. The patient seemed very confused with equipment and was very contradictory. No further complications were anticipated. The indication for implant was non-malignant pain.